Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the manufacturing representative ¿did something to the patient¿s implantable neurostimulator (ins)¿ during an appointment. It was noted that it ¿seemed as though it was up higher.¿ it was noted that the patient was unsure of what changes were made. It was noted that after the patient got home from the programming appointment, her ins stopped providing stimulation until she charged the ins. It was noted that the patient had to recharge more at the time of the report. It was noted that it ¿took so long to charge.¿ it was noted that the patient¿s ins was turned off at the time of the report. The patient did not turn her ins off on purpose and did not know how it turned off. It was noted that the patient thought it turned itself off.